Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.

Event description:
It was reported that the CADD Legacy Plus Pump generated a "No Disposable (ND)" alarm during infusion, resulting in under-delivery of 5-fluorouracil (5-FU). The reported issue could result in interruption of therapy. Troubleshooting was attempted by removing and reattaching the cassette; however, the alarm recurred. There was patient involvement with no reported harm.